Event description:
The following information was reported to gore: on (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2023, a reintervention was performed. A 12 fr gore® dryseal flex introducer sheath was inserted from the right side of the patient. The right internal iliac artery was coil embolized and two excluder and one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in the right side of the patient extended into the right external iliac artery. During the wound closure, the doppler examination revealed a low blood flow in the right peripheral leg. Thrombosis occlusion was suspected and thrombectomy was performed by using a fogarty catheter. The patient tolerated the procedure. Preoperatively, it was observed that there was a dissection from the right external iliac artery to the femoral artery. Reportedly there were many thrombus in the patient aneurysm, including within the implanted stent graft. In addition, it was reported that the suture of the closure device was not properly applied to the access vessel during the puncture operation, which may have contributed to this event.

Manufacturer narrative:
Manufacturing records were reviewed, and the device met all pre-release specifications. The device remains in the patient. Consequently, a direct product analysis was not possible. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.